Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of 324 mg/dl at the time of the incident. The customer was at 223 mg/dl at the time of the call. The customer also had lows of 67 to 68 mg/dl. The customer used the pump to treat the highs and juice for the lows. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was most likely active and automatically adjusting insulin delivery during the event. The customer received a software error detected alarm, and believes that the pump was under delivering due to this and the current highs. Troubleshooting was not completed but the pump passed a displacement test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Updated for high pressure test.

Event description:
It was reported via phone call that the insulin pump passed the high pressure test.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Software error noted in formatted history file due to software error.